Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer biomedical engineer (biomed) reported that the philips patient information center ix (pic ix) located in 4 west was not showing alarms or issue audible alerts. Onsite service has been requested. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.

Manufacturer narrative:
Visual inspection determined the user was using cardinal leadsets that have been known to cause erroneous results on philips mx40 devices. The customer biomed stated that the issue is intermittent and the philips patient information center ix (pic ix) computer often has long delays for red alarms to display. It was determined that the user was using non-philips leadsets (cardinal) and adaptors (covidian) that have been known to cause erroneous results on philips mx40's. A philips field service engineer (fse) trapped data to prove they were going out of the ix system and gave them another hl7. The customer also reported too many strip exports coming over from the critical care unit (ccu). The fse noted that they had the ccu configured for strip and alarm reporting every hour. The fse turned that off so that they only sent strips when manually saved. Based on the information available and the testing conducted, the cause of the reported problem was the use of non-philips leadsets (cardinal) and adapters (covidian) that have been known to cause erroneous results on philips mx40's. The reported problem was confirmed. The customer was advised to use philips leadsets and adapters. The fse also provided the hl7 guide, saved audit trails and hl7 outputs to the customer; document export was updated to only send saved strips. The investigation concludes that no further action is required at this time.